Manufacturer narrative:
Boston scientific received information from the local representative that the clinician is aware of the situation and plan to follow the device appropriately. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled device replacement procedure. In review of the chronic device's stored memory, there was evidence of short atrial tachycardia response (atr) episodes that were associated with atrial electrogram noise. When disconnected from the chronic device, the right atrial (ra) lead was checked through the pacing system analyzer (psa). The ra pacing threshold was 1.6 volts associated with an ra pacing impedance of 700 ohms and p-wave sensing at 1.3 mv. The physician inspected the proximal portion of the ra lead and insulation damage was identified. The insulation was repaired with a lead repair kit and the lead was evaluated through the replacement device. During ra pacing, the ra electrogram appeared noisy but no oversensing was identified. Defibrillation threshold testing was performed. Following this test, the patient developed atrial fibrillation. The recorded ra pacing impedance measurement was greater than 2000 ohms. The physician elected to leave the lead implanted and the patient was scheduled for a noninvasive lead assessment at the clinic.